Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to low blood glucose levels two months prior to the call. The customer's mother stated that the customer was no longer using the insulin pump due to this incident. No further details of the hospitalization were provided.